Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional product code: dzj, dzi. The subject device is received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Visual inspection: the shaft for 90 screwdriver (part #: 03.505.003, lot #: 8187153) was received at us cq. Visual inspection of the complaint device showed no defect. Functional test: a functional assessment was performed with the complaint device by assembling it to its mating device (part #: 03.505.004). Both assembled correctly with no issue. Consecutively the reminder of the returned devices (except the cases) were assembled together. The small screwdriver was mounted to the complaint device. By turning the tuning handle device, the screwdriver mounted on the complaint device was able to turn. The entire assembly performed as intended. Investigation conclusion: this complaint is not able to be confirmed as no visual defect was observed on the returned device and the device was able to perform as intended with the mating devices. No root cause could definitively be determined for the reported complaint condition. No new, unique or different patient harms were identified as a result of this evaluation. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/ specification review. Based on the investigation findings, it has been determined that no corrective and/or preventive action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot - a manufacturing record evaluation was performed for the finished device lot number, and no non-conformance's were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that, they were unable to sterilize/assemble the gear not matching or was malfunctioning during sterilization. No patient involvement. This report is for one (1) shaft for 90 screwdriver. This is report 1 of 4 for complaint (B)(4).